Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. The customer was assisted with troubleshooting. Customer stated that the insulin pump was reading 100 mg/dl when the finger stick said 22 mmol/l. Customer stated that when it gets to the low limit the insulin pump did not suspend it, they did it with manually. The device will not be returned for analysis.